Event description:
Additional information received from the healthcare provider (hcp) reported the trouble encountered when implanting the second lead was determined to be the patient needed to be repositioned. With repositioning the trial went smoother.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the doctor had trouble getting the second lead of the implantable neurostimulator (ins) system implanted but eventually did. It was also noted that the right lead jumps to the left side due to its placement so the patient had different settings for their two sides. The patient stated that the therapy was adequate at comfortable stimulation levels. The indication for use for the device was noted as spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).